Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: (B)(4). While the reported rinato guide wire is currently marketed in the us under the model number agh146000 and the brand name prowater, the subject device is marketed in some areas outside the us under the model number agh146000r and the brand name rinato. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported rinato guide wire was returned together with its distal fragment for investigation. The returned rinato guide wire on the proximal side was found with its outer coil stretched for approximately 9mm from the distal mid solder (set at 25mm from the wire tip to fix the outer coil onto the core wire) and fractured. The core wire of the returned rinato guide wire was found fractured at approximately 6mm distal to the distal mid solder. On the distal side fragment, the ball tip was found at the very distal end, and the outer coil was found fractured at approximately 23mm from the wire tip. After the outer coil was removed to observe under the coil of the wire fragment, the core wire was found fractured at approximately 18mm from the wire tip. Observation by scanning electron microscope (sem) of each fracture end of the proximal side and distal fragment of the rinato guide wire found that each core wire fracture end was necked likely due to ductile fracture, while each outer coil fracture end was twisted and necked, inferring that the outer coil fracture was attributed to torsion generated most likely when the outer coil was pulled and straightened. Measurement of the returned rinato guide wire suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tension generated with guide wire manipulation might have been locally accumulated on the subject rinato guide wire while the distal segment of the guide wire had been temporarily caught due to anatomical and lesion conditions. Consequently, the guide wire was fractured. Although it was concluded that the reported event was not attributed to the product quality, it was concluded that the event was reportable as possibility of a fragment left in situ could not be completely ruled out should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. Always advance and withdraw the guide wire slowly. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi rinato guide wire was used to protect a peripheral blood vessel during a percutaneous coronary intervention (pci) to treat the moderately calcified left anterior descending artery (lad) segment #6. As a part of the coil segment of the guide wire was found damaged under x-ray, the subject rinato guide wire was replaced with a new rinato guide wire to complete the procedure. It was informed that the patient had no postprocedural issues.